Manufacturer narrative:
Integra has completed their internal investigation on august 1st, 2017 results: evaluation of returned device; skin graft calibration is within our specifications. The received width clips are older than the hand piece and not under warranty. 3" width clip has deep scratches. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated ncmr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year look back from 07/21/2015 to 07/21/2017 for this reported failure using the key words "thick" , "uneven" for product ID 3539700 shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: no problem found when the unit was tested. Root cause can be attributed to user misuse.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon checked the thickness of sample on the dermatome / medical team checked space at the head of dermatome (space between the blade and clog) by visual inspection/ they checked good position of the blade and motor of dermatome. Everything functioned correctly. However, at the beginning of sampling, the thickness of sample is not correct according to the one chosen. The sample is very thick and after less to finish with the correct thickness. Clinical consequences : sample too thick which led to delay/late healing on the graft area or sampling area. Unsightly scar on child. Surgery was delayed due to time to have another dermatome and to do sample from another area. Actions: stop the sampling. Checking the correct thickness was chosen on the unit and good position of blade.